Event description:
It was reported that the pt started experiencing severe pain in the thigh area three weeks ago. Pt is also reporting swelling in the thigh area and along the underwear line. Pt states that the hip feels like it was before he had implant surgery. He indicated that when lying down, he can't lift leg higher than two inches because the pain is so intense. Pt had blood work and his cobalt level is 4.7. Pt also had a bone scan.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.